Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The high powered display unit was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 06/30/2016 phone call, 07/01/2016 phone call, and 07/05/2016 phone call.

Event description:
The hospital reported that the unit went into a system malfunction. The clinician reportedly cycled power and resolved the reported complaint. There was no reported patient injury.